Manufacturer narrative:
No product eval was performed since the graft remained implanted. A review of the device history records, indicated that the graft processed and inspected according to procedures and no anomaly was fond. Specifically, the review of the mechanical characteristics (suture retention testing strength at 44 degrees and 90 degrees, and longitudinal tensile strength) on the same fabric as the complaint device indicated values well within product specs. A retention sample mfg from the same fabric as the complaint device underwent mechanical testings (suture retention testing strength at 45 degrees and 90 degrees, and longitudinal tensile strength). Test results indicated values well within product specs. The testing performed would tend to indicated that the device was not defective. It is commonly accepted among vascular surgeons that woven grafts are prone to fraying when cut with scissors and should be cut using a thermocautery. Therefore, it is considered that an user error has contributed to this event.

Event description:
It was reported that the graft was fraying when cutting with scissors. There was no reported pt injury.